Event description:
It was reported that the defibrillator xl+ pad adapter cable needed replacement. There was no patient involvement.

Manufacturer narrative:
Philips received a request on how to order a heartstart xl+ pads adaptor cable / handsfree cable. There was no malfunction. There was reportedly no patient involvement. The customer to order replacement cable (m3508a). It has been concluded that no further action is required at this time.